Event description:
When needle was tested for insertion, unable to place needle back together properly. This occurred twice prior to procedure testing.======================manufacturer response for needle, (brand not provided) (per site reporter).======================not known at this time.